Event description:
Customer reported that the head on the outer cannula had separated/unplugged and allowed the inner cannula to stick out causing an air leak. The info provided suggest that decannulation and recannulation of a replacement tube was required. Caller stated there was no indication of desaturation or add'l harm to patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of a disposable shiley tracheostomy tube was received for evaluation. A visual inspection was performed and the snap head was detached from the tube. The inflation line was also cut. No inflation valve was received. The device was then observed under the uv lamp looking for a bonding agent and it was observed that the bonding agent had not been applied evenly according to process instructions criteria. A dimensional test was performed on the outer diameter of the cannula and this reading was within specification. The inner diameter of the snap head was measured and it also was found to be within specification. The customer reported failure mode snap head separation was confirmed.